Manufacturer narrative:
An eval of the device cannot be performed as the device was not returned to the MFR. If additional info becomes available, it will be submitted in a supplemental report.

Event description:
It was reported, "when implanting tibial baseplate into pt, surgeon noticed whitish grey spot on medial side of island, surgeon tried to rub off with wet sponge but could not. Surgeon left implant in place and then inserted tibial spacer."